Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as green fluid which leaked onto the counter. The volume was reported as 10 ml and the leak was not contained. The operator was wearing personal protective equipment of gloves, lab coat, and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found split tubing causing the leak of clenz at pinch valve pv43. The leak damaged the solenoid 59, causing the solenoid to stop working. The fse replaced the tubing at pv43 to resolve the leak. The fse replaced the solenoid at 59 to resolve the solenoid 59 not working. Failure mode was identified: the failure mode was a split in the tubing at pv43. The failure mode for solenoid 59 was a result of the leak which shorted the solenoid and caused it to stop working. No erroneous results were generated; upon recur for the leak, the failure mode identified is not likely to affect patient results as the tubing is the pathway for the cbc (complete blood count) waste drain to the waste chamber. Upon recur for solenoid 59, the failure mode identified is likely to generate erroneous differential results due to a hardware failure that causes improper stabilyse delivery to the mix chamber evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).